Event description:
One hour and twenty minutes into the treatment the patient c/o shaking and nausea. The patient vomitted app 300cc light brown fluid. Pre temperature 98.8 and maxium temperture 99.5. Blood cultures drawn and the treatment discontinued. The patient's temperature was back down to 97.8 and she was discharged home. She returned the next day for a treatment with no problems. Blood cultures were negativedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.